Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. An allegation of respiratory tract irritation, prostate cancer, and death has been reported by a representative of the customer. The cause of death was documented as acute respiratory distress. This complaint has been reviewed for a death reported or alleged to have occurred. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device may have caused or contributed to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3. The reported event may also have been related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, use of non-distilled water, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device, and/or inadequate/improper cleaning practices/frequency. More information is needed surrounding a timeline of events and device behavior. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.